Manufacturer narrative:
The certas valve (ID 828804) was returned for evaluation. Device history record (DHR) - product code 82-8804 with lot 6741486, conformed to the specifications when released. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected; the needle guard was raised. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. The needle chamber was dismantled; the needle guard was bent, and glue traces were noted on the needle guard and the silicone base. Root cause analysis ¿ no occlusion issues were noted, and it is possible that the needle guard has moved and freed the flow passage. A possible root cause for the issue reported by the customer, could have been due to the raised needle guard. The root cause for the, for the raised needle guard is probably due to wrong handling as noted in the instructions for use (IFU) ¿do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway¿.

Event description:
N/a.

Manufacturer narrative:
Please confirm if the issue was detected before, during or after implantation: "during implantation." "There was surgical delay less than 30 minutes." Please confirm if the issue was detected before, during or after implantation site closure: "after implantation of the certas valve, it was connected to the catheter. However, before closing the site, cfs didn¿t flow. They concluded the valve was defective and removed the implanted one. Then, a new certas valve was implanted, connected to the catheter, and the surgery was completed."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported cerebrospinal fluid (csf) was not flowing to the certas valve. The valve is blocked and judged to be defective. It was removed and the procedure was completed with a replacement product available. No patient injury reported.